Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. The device bending a-rubber section was noted to be leaking due to a cut. The insertion tube was noted to have buckles, labels peeling. The scope connector wet with fluid invasion. As stated in section b5, device displayed image noise. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and deformation, component failure. The image issue probable cause was due to fluid invasion and attributed to electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported " it failed the leak test the lens part of the scope. " the issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found image noise.